Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bag experienced a sterility breach with the customer reporting "syringe needle extends beyond the orange safety cap¿.

Manufacturer narrative:
Investigation: customer returned (10) 3/10cc, 6mm, 31g syringes in a sealed poly bag from lot # 7128939. No samples from lot # 7219536 were returned by the customer. Customer states that the syringe needle extends beyond the orange safety cap. The returned poly bag was examined and exhibited one syringe with the cannula through the shield. A review of the device history record was completed for batch # 7128939 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200702913, 200702914] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 7219536 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure for lot # 7128939 unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure for lot # 7219536 as no samples were received from this lot number per the DHR batch #7128939 had needle hubs produced on needle line 6 and 7 prior to CAPA #91661 which improved lighting for the point and angularity inspection machine. Needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bag experienced a sterility breach with the customer reporting "syringe needle extends beyond the orange safety cap¿.